Event description:
On (B)(6) 2013, it was reported that the vns patient has left breast cancer and will undergo a left breast mastectomy. The physician stated that the plan is to explant the currently implanted generator and at a later time re-implant a new generator to the existing leads after the mastectomy procedure. The physician stated that she did not know if the cancer was related to vns or not and commented that there was really no way of knowing. The physician later reported that she was not sure when the patient had the diagnosis and biopsy but it was sometime in the past 3-4 months. The patient was noted to be a smoker in the past and has multiple medical problems but the physician was not aware of a medical or environmental factor that would predispose the patient to getting breast cancer. On (B)(6) 2013, the patient underwent surgery and instead of explanting the vns, the implanted generator was just moved to the right side of the chest due to the patient's mastectomy. All diagnostics testing was performed and results were within normal limits.